Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1 b5 d9 h3 h6. Laboratory analysis summary the device related to the reported events capsular contracture and rupture was received on jul 22, 2025,with lot number 2753368. Based on the product analysis performed, the assessments of the complaint codes are: - capsular contracture: unable to observe as it is not related to the manufacturing process. - rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, crease, wear abrasion and non penetrating nick observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side was ruptured, not the contra-lateral side.